Event description:
It was reported that the patient's settings were different than last programmed. The patient had been having an increase in seizures and it was found that the settings were off rather than programmed to 2ma. The settings were corrected. The change in settings is likely the result of a faulted diagnostic test. Attempts to obtain additional relevant information have been unsuccessful to date.